Event description:
Addendum: preliminary analysis indicated that: one nonsterile 135 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter (bc) was received coiled inside a plastic bag. The unit was received into the cordis 6fr avanti sheath introducer. Device and introducer sheath introducer were elongated. Additional information received indicated the bc was inflated twice (2 times) for pre-dilation at eight atmospheres (8 atm.) Of pressure. The bc appeared to deflate and re-wrap properly. The contrast used was visipaque and the ratio of contrast to heparinized saline was seventy/thirty (70:30). The sheath used was a cordis 6 fr. Avanti. There was no reported product issue with the sheath used. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. The procedure was completed successfully using another cordis sheath and bc. No additional information including target lesion information was available. The physician did not lose vascular access/have to re-stick the patient.

Manufacturer narrative:
Further review of the sheath that was returned for analysis and reported to have been stretched/elongated indicated that the sheath returned was a non-cordis sheath. This was verified subsequently with the account and account sales representative. The actual complaint product/cordis sheath was discarded and is not available for analysis. Based on the above information, the product issue (pi) for this device is being changed to a not reportable complaint. No additional information is available. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2013-00796 and # 9616099-2013-00825.

Manufacturer narrative:
The report received from the field indicated that during an endovascular procedure, the 135 cm. Powerflex pro pta 6mm x 4mm balloon catheter (bc) was inserted into an unknown 6 fr. Sheath and was advanced to the lesion for pre-dilatation successfully. Upon removal of the powerflex balloon catheter, it got hung up inside the sheath and the physician could not remove it from the sheath. The physician tried numerous times to remove the balloon without success. He finally removed the sheath and the balloon together. The physician had to re-sheath the patient. Fortunately this did not cause any patient harm. There was no reported patient injury. The procedure time was increased. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2013-00796 and # 9616099-2013-00825.